Event description:
After the proximal clamp was removed, the graft leaked blood from its bifurcation (quantity unknown, but reported as a small amount). The leakage was stopped with sutures and gelfoam. The graft was left in. The pt's condition is ok.